Event description:
As reported by the user facility: three incidents within the past 2 weeks in the ccu in which the spin-lock collar did not luer lock securely into a shiley or permacath dialysis catheter- "collar justs spins around". Two incidents resulted in pts loosing approximately 200cc's of blood. Further information received from the facility indicated that the actual samples were discarded. At this time the details of the reported incidents are not complete and it is not for certain if the blood loss is related to the use of this product. It has been reported that the pts suffered no adverse sequela associated with the incidents and no blood replacement was necessary.